Event description:
During an in-clinic follow up, increased capture thresholds and increased sensing were observed on the right ventricular (rv) lead. X- ray imaging was performed and confirmed a lead slack issue. The rv lead was explanted and replaced to resolve. The patient was stable.